Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 25mm mitral valve implanted three years, 11 months, duration underwent valve-in-valve procedure in mitral position due to degeneration causing severe stenosis and regurgitation. A 26mm valve was implanted inside the failing 25mm valve. The valve was evaluated by transesophageal echo and there was a 3 mmhg transmitral gradient. The patient was transported to the ICU in stable condition.

Event description:
Edwards received information that a patient with a 25mm mitral valve implanted three years, 11 months, duration underwent valve-in-valve procedure in mitral position due to degeneration causing severe stenosis and regurgitation. A 26mm valve was implanted inside the failing 25mm valve. The valve was evaluated by transesophageal echo and there was 3 mmhg transmitral gradient. The patient was transported to the ICU in stable condition. The patient was discharged on pod #15 to a skilled nursing facility.